Event description:
Additional information was received from the patient. The patient stated they did not have an infection. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient(pt) had an infection and went to pt's dr and now wants to turn therapy on. Caller stated pt's hcp wanted to "rule out the stimulator itself" so they turned the ins off. Caller requested assistance turning therapy back on and stated they are getting message that "device is not found". Walked caller through how to connect with pt's ins to turn therapy on. Caller successfully connected with pt's ins on call and initially stated pt's therapy was on, but then stated they turned pt's therapy off so they turned therapy back on at 2.5v on program 4 on call. Caller stated this is the setting pt should be on and confirmed pt was feeling stimulation comfortably. Caller provided event date as "approximately a month ago" that the infection started and stated this was following pt's replacement surgery. Caller mentioned pt's ins battery was "changed" (confirmed referring to ins replacement; no device/therapy allegation made against pt's previous ins). Caller mentioned pt has same lead from 2012.